Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer reported problem was confirmed. The objective lens at the distal end of the scope is damaged/scratched and the distal tip edge is damaged/chipped. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. However, the manufacturing date of the concerned device could not be determined. The device was sold for distribution on (B)(6) 2004. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k951354 / k944072.

Event description:
The customer reported to olympus the distal tip of the scope is damaged and ¿lens chipping¿. The customer reported problem was found at reprocessing after a therapeutic arthroscopy procedure. The procedure was completed with the same scope without delay. The scope was inspected before use with no abnormality reported. No death or injury and no impact to patient or other was reported.